Manufacturer narrative:
Updated fields: d8, h3, h4, h6, h10 corrected fields: b3, b5. D9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 15, 2023 sampling from: all channels colony forming unit (cfu): <1cfu bacterial identification: no bacteria detected the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Pre-cleaning was performed immediately after procedures. Water was aspirated through the instrument/suction channel with a suction pump. Aspiration was done with both the first and second position of the suction valve. The air/water channel was flushed with water and air using a cleaning adapter (mh-948). The device passed the leak test. The detergent used was "wassemburg". The distal end was not brushed with the channel-opening brush or single soft brush (maj-1888). The distal end was not flushed with a distal end flushing adapter (maj-2319). The device was rinsed before manual disinfection and all channel flushed with and immersed into "wassemburg" disinfectant. Filtered water was used to rinse after disinfection. The automated endoscope reprocessor (aer) used was a wassemburg, which was confirmed to have no defects. The detergent and the disinfectant used was "wassemburg". All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled via water filter, which was replaced periodically according to the instructions for use (IFU). The device was dried by filtered compressed air and the scope was stored in a surestore. The last sampling was taken after storage. The last reprocessing date at the customer site was 12oct2023. The device was reprocessed twice before sampling and the device was quarantined after a positive culture was observed. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: the bending section cover glue was clouded white, the cover lens/light guide lens glue was chipped, the cover insulation was out of standard, the light guide rod lens was cracked, the scope cover was cracked, the air/water cylinder was scratched, the angulation had play and was out of specifications, and there were white dots due to a defective charge coupled device (ccd) unit. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Event description:
The 26 colony forming units (cfus)/100ml of klebsiella aerogenes was found on 09oct2023. The 25 cfu/100 ml of stenotrophomonas was found on 16oct2023.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for 26 colony forming units (cfus)/100ml of klebsiella aerogenes on (B)(6) 2023. The device was reprocessed and testing was repeated on 18oct2023, which detected 25 cfu/100 ml of stenotrophomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.